Event description:
Device was returned for service. During service, technician found out that coupling sleeve was totally blocked. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, it was found that foreign debris was found due to inadequate cleaning or maintenance. Additionally, the functional testing revealed rotation speed was not within specification. Device was inspected and repaired.